Event description:
It was further reported that the patient had tricuspid valve surgery.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient experienced known signification tricuspid valve regurgitations and a decrease injection fraction was noted. The patient underwent an echocardiogram due to suspected pacemaker syndrome with the implantable pulse generator (ipg). The ipg was explanted and replaced with a crt-p. The tricuspid regurgitation decreased. A follow-up echocardiogram was suggestive of moderate to severe tricuspid regurgitation with dilated tricuspid valve annulus with evidence of lead impingement of posterior leaflet by the right ventricular (rv) lead and possibly the left ventricular (lv) lead. The lv lead seemed to transverse the valve and loop into the rv before ending in the coronary sinus. There was a mass on the lv lead of an unconfirmed origin. The lv lead was revised ,to pull back the slack, and remains in use. No mass was seen on the lv lead during the revision. A subsequent echocardiogram noted sever tricuspid valve regurgitation suggesting rv lead impingement of the tricuspid valve. There is a plan for a future rv lead revision, but the rv lead remains in use. The patient is a participant in a clinical study. No further patient complications have been reported as a result of this event.